Event description:
The user suffered from an infection and an exposed implant. It was decided to explant the device. This report refers to 9710014-2025-00101. For further information please refer to this report.